Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The stylet returned with the lead was kinked in various locations. There was no issue removing the stylet from the lead. A fresh stylet was used to perform test and test passed. There was no issue with the lead.

Event description:
It was reported that during the implant procedure, the stylet got stuck inside the right ventricular (rv) lead and could not be removed. The rv lead was not implanted and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.